Manufacturer narrative:
Batch review performed on 09 july 2020: lot 180406: (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 2023-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability due to laxity. The surgeon revised the medacta gmk-sphere tibial insert - flex s4r - 10 mm with a medacta sphere insert flex right 13mm s4 1 year and 10 months after primary. The surgery was completed successfully.